Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarm. The customer also reported power loss alarm. The customer's blood glucose was 10.3 mmol/l at the time of incident. Troubleshooting was done and alarm was resolved after troubleshooting. The customer later stated that the issue recurred. The insulin pump was replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power error alarm and power loss alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Device received with faded serial number label. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.